Event description:
The customer reported that while pipetting on summit the tech observed that during a validation test for a no wash water condition, the appropriate error code was not generated. No death or serious injury was associated with this complaint.